Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was moved and reassigned to a different station or area; however, the patient did not appear on the pyxis system after being moved to the new area. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was moved and reassigned to a different station or area; however, the patient did not appear on the pyxis system after being moved to the new area. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not appear when moved to a different area. A technical support specialist (tss) dialed into the servers and reviewed the patient transfer history using an xml lookup query, which showed that the latest transfer was to a unit not mapped to the stations assigned area. The tss contacted the dialysis nurse and discussed the issue regarding patient visibility on station 3se2. It was identified that when a patient was directly admitted to 3se2, the patient profile was visible and medications could be accessed; however, when a patient was transferred from another unit to 3se2, the patient did not appear on the station. Followed up and requested an additional patient ID example if the issue was recurring. There was no update from the customer. The customer stated she would recheck and provide an update. Subsequently, the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue.